Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8208707. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a safety mechanism failure. This was discovered during use. The following information was provided by the initial reporter: this morning we discovered that a needle from a saf t cannula had not been cleanly removed on (B)(6) 2019 when inserted and the needle removal safety device used. It was not evident at the time that the removal system had failed. The needle was seen in the line travelling towards the t34 syringe driver today. We have not known this to happen before but thought we should report it. Our incident is no 278.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a safety mechanism failure. This was discovered during use. The following information was provided by the initial reporter: this morning we discovered that a needle from a saf t cannula had not been cleanly removed on (B)(6) 2019 when inserted and the needle removal safety device used. It was not evident at the time that the removal system had failed. The needle was seen in the line travelling towards the t34 syringe driver today. We have not known this to happen before but thought we should report it. Our incident is no 278.